Manufacturer narrative:
The log files of the affected device were provided for the investigation. Log entries confirm a warmstart on the reported date of event. The internal device monitoring detected a deviation within the microprocessing system. Such error may come from external disturbances exceeding the requirements given in iec60601-1-2. The device reacted as specified to such disturbance by triggering a warmstart to resolve the issue. During a warmstart which lasts approximately 8 seconds, the device would generate an audible alarm and an emergency-breathing valve would open allowing for spontaneous breathing. Afterwards the device continues the ventilation using the same settings.

Event description:
It was reported that the display went blank and the ventilator stopped ventilating the patient for about 15 seconds, then the ventilator came back on and continued ventilation with all the previous settings. No reported patient injury.